Manufacturer narrative:
On site investigation was conducted by an technical field specialist (tfs). The tfs was unable to reproduce the customer reported issue but was able verify it in the logs. The remote arm controller board (rac) was replaced to repair the da vinci si surgical system. Isi received the device involved with the complaint and completed the device evaluation. Failure analysis confirmed reported failure. The rac was installed and tested in the pca test system. Upon power up, it failed with error 25580, indicating the rac controller module (rcm) temperature was out of range and error 40006 indicating an attempt was made to insert an element into a full queue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci si surgical procedure, repeated non-recoverable faults occurred displaying error codes 40006 and 25580. Intuitive surgical inc. (Isi) technical support engineer (tse) provided troubleshooting steps but was unable to resolve the issue. A review of the log files indicated remote arm controller board 3 (rac3) contributed to the fault. The surgeon made the decision to complete the surgical procedure using traditional laparoscopic techniques. There was no report of any harm, adverse outcome or injury to the patient.